Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming done. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: 7004139.